Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported entrapment of device (clip becoming caught in anatomy) appears to be related to patient and procedural conditions and due to low transseptal puncture, rotated heart, a large secondary chordal structure and difficulties visualizing the clip. Image resolution poor is related to patient and procedural circumstances as difficulties visualizing the clip occurred due to rotated heart. Mitral valve insufficiency/regurgitation (mr) and foreign body in patient appears to be due to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device) and the clip being implanted where it was stuck on one leaflet with chordae. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3+, low transseptal puncture, rotated heart, and large secondary chordal structure on the anterior leaflet. A mitraclip ntw was inserted and advanced to the mitral valve. However, difficulties visualizing the clip occurred, and the clip became caught in the chordae. Troubleshooting was performed but the clip was unable to be freed. Therefore, the clip was implanted where it was stuck on one leaflet with chordae. The mr was unable to be reduced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.